Manufacturer narrative:
Evergen's investigation is ongoing. Additional information has been requested. A follow up medwatch will be submitted once results are available.

Event description:
Rti surgical, inc d. B. A. Evergen, received a complaint on (B)(6) 2026 indicating that a patient underwent a chiari malformation procedure with implantation of a duraflex graft (21384333 / nza21430152) on (B)(6) 2025. The patient developed a csf leak a few days later, requiring a revision surgery on (B)(6) 2026 where the graft was noticed to be "crumbling" and with thin frayed edges. The graft was replaced with another duraflex (unique identifiers not provided; mw #300271998-2026-00002). The patient developed a csf leak and a second revision procedure was performed on (B)(6) 2026. Upon intervention, the second duraflex was also "crumbling". The duraflex was replaced with a duraguard (baxter). Additional information has been requested from the physician and facility, including patient's medical history, medications, blood work collected (i.e. Inflammatory markers).